Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for evalution?: yes. D.9. Returned to manufacturer on: 21-jul-2023 h.6. Investigation summary: both photos and one physical sample have been provided to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs is observed. There was no damage found in the barrel or any other components that could have contributed to the leak observed. A device history review was performed for the reported lot 2211117, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. The returned samples underwent these same tests and found product met required specifications. Given there was no visible damage or defect within the product and device records did not reveal any quality issues, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that while using the bd plastipak¿ luer-lok¿ syringe there was leakage. The following was recieved from the initial reporter: while preparing a potentially toxic product (ptsp) in our laf cabinet, we had a leak at the plunger of the syringe. So product was released into the cabinet as a result. This product can clearly be seen beyond the pestle and a full spot of liquid had already leaked onto the underlying sterile field as well.

Event description:
It was reported that while using the bd plastipak¿ luer-lok¿ syringe there was leakage. The following was recieved from the initial reporter: while preparing a potentially toxic product (ptsp) in our laf cabinet, we had a leak at the plunger of the syringe. So product was released into the cabinet as a result. This product can clearly be seen beyond the pestle and a full spot of liquid had already leaked onto the underlying sterile field as well.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.